Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they went to emergency room due to high blood glucose level. Customer's blood glucose level was 433 mg/dl. Customer talked to her endocrinologist. Customer stated that they were not using auto mode. The insulin pump will not be returned for analysis.